Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump sometimes shuts off without any warning. The customer is pregnant and she is not comfortable to use her insulin pump. The customer requested a replacement of the insulin pump. No further info was provided.